Manufacturer narrative:
(B)(4). The investigation of the returned device confirmed the reported condition. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. The lock has rotational and lateral movement also is very loose and a residue buildup is present. Unit need new components added to replace worn internal parts. The observed condition is likely caused by improperly handling /wear and tear of the device. The definite root cause cannot be reliably determined. The unit is beyond integra's seven (7) years recommended life cycle ( manufactured in 2009. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on the two point side of the a1114a standard infinity skull clamp, the lock would not lock in all positions. There was no known patient injury or surgery delay.